Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that sound card inside pc is bad making the external speakers work intermittently. Patient involvement is unknown.

Manufacturer narrative:
The remote service engineer (rse) attempted to reach out to the customer and received no call back or reply, and the case was canceled. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. Philips is unable to confirm the final disposition of the device, because the customer did not respond to requests for additional information. The customer did not call back for further support. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Box d correction made to product information.